Event description:
Pt admitted for tegress implant. The pt had a previous implant performed on (B)(6) 2006. When the surgeon attempted implant, he noted visable tegress material without overlying urethral mucosa from previous implant. The material was removed and the pt had to be rescheduled for additional implant at a later date. Ref MFR report # 1018233-2006-00143.